Manufacturer narrative:
A steris technician inspected the table and was unable to duplicate the reported event. The technician attempted to schedule a repair of the table, but the user facility requested that the table be shipped to the manufacturing facility for evaluation. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
Steris engineering evaluated the returned table and found it to be operating properly; the event could not be duplicated. No additional events have been reported involving this table. Steris offered to conduct in-service training for hospital staff regarding the proper use and operation of the table however the user facility declined.

Event description:
The user facility reported that during patient procedures on (B)(6) 2010 the surgical table drifted into trendelenburg position without being commanded to do so by the user. No injuries were reported to the patient or hospital staff for either occurrence.